Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Square head bolt that holds head tube to the frame came out and is missing.